Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2018 during a device replacement due to normal eri, the atrial lead was capped due to noise and low lead impedance. The patient tolerated the procedure without incident or complications.